Event description:
It was reported that the image on the 7700 system intermittently is going gray and is unuseable. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that two screws were loose inside the image intensifier cover/card cage. Repairs completed. The system was tested and found to be working as intended and placed back into service.